Manufacturer narrative:
The device used during the reported event was disposed by the user, no evaluation can be performed. Without the product we cannot confirm the reported failure. The lot /device manufacturing and sterilization records were reviewed and found to be acceptable. Review of complaint database revealed no other complaints have been logged for this failure mode against lot v8435.

Event description:
A report received from a user facility in (B)(6) stated that the vit cutter did not cut at the very beginning of the procedure. However, it started working after half a minute. There was no patient injury or impact reported.